Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. At 14:24:49, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt @ 170 bpm. The patient's post-shock rhythm was sinus bradycardia @ 40 bpm that was obscured with motion artifact. Vt/vf was visible between 14:25:42 to 14:30:58 on (B)(6) 2023. However, CPR/motion artifact prevented the lifevest from treating the patient during these two times. The electrode belt was disconnected at 14:31:01. The patient passed away on (B)(6) 2023.